Event description:
It was reported that an intraocular lens developed grey discoloration of the optic one year after the lens implantation. Add¿l info indicated that the surgeon attempted to yag a possible membrane, but it was unsuccessful. According to a second opinion doctor, the patient had two dsek procedures for corneal endothelial disease and may have developed some type of late unusual opacity . The pt¿s current prognosis was reported as good and the pt might need a lens exchange.

Manufacturer narrative:
The lens has been requested, but has not been returned to b+l for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.